Manufacturer narrative:
Concomitant medical products: 5867-3m x2 adaptor, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were seeing a low reading for their heart rate that was lower than the programmed rate. The cardiac resynchronization therapy defibrillator (crt-d) device remains in use. No further patient complications have been reported as a result of this event.